Event description:
The user visited the hospital and was complaining of intermittent sounds with the device.

Manufacturer narrative:
Additional information: currently available information is indicative for a device failure. However, to determine an exact root cause of the failure, a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the hospital and was complaining of intermittent sounds with the device. There was no report of any trauma. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the hospital and was complaining of intermittent sounds with the device.